Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of safety clamp door open wasn¿t confirmed. On 11-october-2024, lvp was received unboxed and with paperwork. Running with a set install confirmed safety clamp door open error. Root cause: misaligned ail assembly installation. Failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had safety clamp door open. There was no patient involvement.

Event description:
It was reported that the device had safety clamp door open. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of safety clamp door open wasn't confirmed. On 11-october-2024, lvp was received unboxed and with paperwork. Running with a set install confirmed safety clamp door open error. Root cause: misaligned ail assembly installation. Failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.